Event description:
It was reported to baxter that a flogard pump displayed error code f38. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The customer reported problem "f38 alarm" was confirmed in the sample evaluation. The cause of the condition was the tube misloading sensor. The tube misloading sensor was replaced to resolve the customer reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a followup report will be submitted.